Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the damaged/defective observation with the lead based on observation of a puncture hole approximately 60 millimeters from the tip end of the lead, consistent with a backloaded guidewire escaping the lumen (inserted through the tip portion of the lead). Moreover, a green residue on coil were noted from the tip end of the lead. Furthermore, the lead passed the pressure test indicating conductors are intact and stylet insertion indicating no blockage in the lumen.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to insulation damage. A new lead was successfully implanted. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the damaged/defective observation with the lead based on observation of a puncture hole approximately 60 millimeters from the tip end of the lead, consistent with a backloaded guidewire escaping the lumen (inserted through the tip portion of the lead). Moreover, a green residue on coil were noted from the tip end of the lead. Furthermore, the lead passed the pressure test indicating conductors are intact and stylet insertion indicating no blockage in the lumen.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to insulation damage. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.